Manufacturer narrative:
A1 - patient identifier requested, but not provided. A2 - patient age requested, but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that in the operating room while the patient was being prepared to move to the intensive care unit (ICU) after their berlin heart cannula repositioning, the primary centrimag console displayed a 'motor disconnected' alarm and the pump shut off. No one was handling or manipulating the centrifugal cone or motor housing when this occurred, it just alarmed and shut off. The external motor/cone was moved to the backup console and reinitiated backup support immediately. Anesthesia reported the patient was doing well hemodynamically while the exchange was done. Related manufacturer reference number: 3003306248-2023-07191 (centrimag console).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of motor disconnect alarms was able to be confirmed. The centrimag motor (serial number: (B)(6) was returned for analysis and was evaluated and tested. The motor was connected to a mock loop and an m2 - motor disconnect alarm activated after manipulating the motor cable. During further investigation, the motor was connected to a mock loop and was able to operate a pump. The cable was flexed and motor disconnect alarms were activated resulting in the pump to stop. The motor cable underwent continuity testing and a short was found between agnd and the +5v wire, indicating a short to shield. The cable underwent continuity testing and the +5v wire did not pass. The cable was stripped, and wire fatigue was visible throughout the cable. The cable was submerged in a saline solution. The +5v wire was found to have two areas of exposed conductors. The exposed conductors were found on both ends of the cable. One towards the motor housing and the other towards the connector. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by a damaged wire. The device history records for the centrimag motor (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.